Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a back flow in a y-type blood/solution infusion set. It was further reported that there was a backflow of blood from the patient into the giving set, and drug flowed from one spiked container into the other spiked container. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.